Event description:
The surgeon implanted a aq2010v 3 piece silicone lens. The wrong lens was implanted. The incision was enlarged to remove the lens and another lens was implanted. A suture was required to close the wound. The iol injector and iol injection cartridge, model and lot # unknown.